Manufacturer narrative:
Product event summary: analysis confirmed that the stylus tip and pointer did not align on the display screen.

Event description:
It was reported that the programmer's display screen would not stay calibrated, even after the stylus was replaced. The programmer was returned to service. There was no patient involvement.